Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure active fluid evacuation/aspiration from the bladder is operational during the aquablation procedure. Be attentive for any occluding tissue in the aspiration tubing during the procedure. 8.20 caution: throughout the entire procedure, at the treating physician¿s discretion, bladder over-distention should be monitored at all times. If over-distention occurs, aspirate using the foot pedal. A root cause of the reported event could not be determined. It was reported that the patient's posterior bladder wall ruptured which was immediately repaired via open surgery. The treating surgeon suspects that the injury was related to bladder overfill. Based on the event details plus a review of the treatment log files, DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics corporation (procept) became aware that post aquablation therapy, the patient's posterior bladder wall ruptured. The treating surgeon reported that there was no evidence of cautery injury and that they believe the injury was present during hemostasis after aquablation therapy due to visibility challenges experienced. The treating surgeon reported that the bladder injury was believed to be the result of bladder overfill. The reported bladder injury was immediately repaired via open surgery. The patient is reported to be doing well and has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported.